Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information, d9: device availability - additional information, g3: date received by manufacturer - additional information, h2: additional information/ device evaluation, h3: device evaluated by manufacturer- additional information, h6: adverse event problem - additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.